Event description:
Clinician reports patient is experiencing pulsating at the device site. Patient was seen in clinic and a atrial lead impedance warning with polarity switch occurred (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).